Event description:
The pt reportedly experienced no response with the cochlear implant. In 2006, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was functioning. However, the decision was made to explant the pt's device. Surgery to explant the pt's device is to be scheduled.